Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient was presented with grade 4+ functional mitral regurgitation(mr) and heart failure for a mitraclip procedure. One mitraclip (cds0706xtw; 50303a2117) was implanted successfully. The mr was reduced to grade <1 post procedure. There was no clinically significant delay. On (B)(6) 2025, in transthoracic echocardiogram it was observed that patient had single leaflet device attachment (slda) from posterior leaflet. The mr was increased to grade 4+. No leaflet injury or chordal damage observed. As per physician, the slda was not due to patient's pre-existing anatomy. Another mitraclip procedure has been scheduled today (B)(6) 2025) to stabilize the slda. The mr was reduced to grade 1-2. Patient is in stable condition. No additional information was provided.

Event description:
On 19 june 2025, a patient was presented with grade 4+ functional mitral regurgitation(mr) and heart failure for a mitraclip procedure. One mitraclip(cds0706xtw; 50303a2117)was implanted successfully. The mr was reduced to grade <1 post procedure. There was no clinically significant delay. On (B)(6) 2025, in transthoracic echocardiogram it was observed that patient had single leaflet device attachment (slda) from posterior leaflet. The mr was increased to grade 4+. No leaflet injury or chordal damage observed. As per physician, the slda was not due to patient's pre-existing anatomy. Another mitraclip procedure has been scheduled today ((B)(6) 2025)to stabilize the slda. The mr was reduced tp grade 1-2. Patient is in stable condition. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. The reported mitral regurgitation is a cascading event of the incomplete coaptation. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.